Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had put the insulin pump on suspend for the entire night. They reported that they woke up with a high blood glucose level of 590 mg/dl. They were unable to rewind the insulin pump. They had received a no infusion alarm during the night and was trying to change the set but was stuck in the preparing to prime loop. Troubleshooting was performed. They treated the high blood glucose with an injection. They declined troubleshooting for the high blood glucose. Additionally, they also reported that they had a no delivery alarm which was solved with a complete infusion and reservoir set change. The device will not return for analysis.